Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient¿ device was not working. The patient stated that his stimulation was turned up so high that it felt like he was getting electrocuted. The patient could not adjust the stimulation down with his programmer because it would not connect to the implant. The patient saw a ¿battery¿ icon on his programmer screen with a triangle; he was informed that this meant he needed to change the batteries. The patient had not changed the batteries in the programmer ever. The patient stated that he put the batteries on his ¿battery tester¿ and the ¿tester¿ told him the batteries were good. Additional information was requested, but was not available as of the date of this report.